Event description:
The customer reported to baxter health care regarding the vial mate reconstitution device in which a leak was detected. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). One photo sample was returned to the plant for evaluation. The reported condition of leak was confirmed. Visual inspection was performed on the photograph, and liquid solution was observed in the vial mate body. The root cause of the leaks was found to be a misplaced protector. A batch review was performed on the reported lot with no deviations found. This issue has been escalated to CAPA.